Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use at the time of the event. The customer was performing planned/non-emergency treatment, and the procedure was completed by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the geometry movements were unavailable. Upon troubleshooting, analysis of the log file showed geo ipc lost communication four times, and when it came back online, an error was also found with the stand longitudinal drive motor. To resolve the issue, fse replaced the geo ipc and stand longitudinal drive motor. The defective geo ipc was returned to philips for failure analysis and the failed component was the motherboard and the failure description was swollen and busted motherboard caps. After the replacement of ge ipc and stand longitudinal drive motor, the system was returned to good working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If an issue with geometry movements occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may be resolved, allowing for continuation and completion of the procedure. A geometry movements issue which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and, as such, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the geometry movements were unavailable. No harm was reported to philips. Philips has started an investigation of this compliant.